Event description:
During a coronary angioplasty procedure, the cronus intermediate guide wire stuck to the inside of an angioplasty balloon after crossing a lesion. The system had to be removed from the pt. Two separate lesions had previously been crossed with same system. The third lesion was crossed once, and the wire retracted back into the balloon catheter. Further attempts to cross the third lesion were unsuccessful as the wire kept retracting. The amount of time used to cross the lesion was greater than twenty minutes. As the balloon catheter was withdrawn from the pt, the wire stuck to the sides of the balloon catheter. The wire could not be removed from the pt. Another company's wire was then used and a disssection occurred when the physician attempted to cross the third lesion again. The pt was referred to emergency graft surgery and is doing well. The cronus wire was in the mid-circumflex and the dissection started prior to the first obtuse marginal artery.